Manufacturer narrative:
Seaspine was made aware of the revision on 12 apr 2021. Explants were made available for analysis, and were received by seaspine on 15 apr 2021. Findings from the examination of the explants concluded the set screws presented in a range of conditions. Damage to the underside of the screws consistent with inadequate final tightening was observed. While the root cause cannot be definitively determined, it s possible the screws did not receive adequate final tightening under locking torque, causing them to become loose in the postoperative period. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
On (B)(6) 2020, the patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system. The surgeon later revised the construct and removed set screws which had become loose. No additional details regarding the patient's condition or treatment have been communicated to seaspine at this time.